Event description:
It was reported that femoral link device broke inside intramodulary rod during surgery. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - medical device: oxford pks cocr size d lm std; item# 154724; lot# 66338084. Oxford keel bld stk hub; item# 506109; lot# 430955. Oxf twin-peg cmntd fem lg PMA; item# 161470; lot# 66058843. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: h6. Visual examination of the returned device shows signs of use with scratches on the surface of the device. One of the posts has fractured off the rod link and was not returned. The product has a potential field life of twelve years. As the device has performed over this time without issue, exhibits signs of extensive use over that time, it is not deemed to be a manufacturing or material related and therefore fracture analysis has not been performed. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Visual examination of the provided picture does appear to identify that one of the pins is missing and that the instrument appears to exhibit signs of multiple uses due the presence of dents and scratches. As the photo is obscured by what looks like the rod, it is not possible to gain any further information regarding the fracture part. A review of the device manufacturing records could not be performed due to missing lot number. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.